Event description:
Reportable based on analysis completed on (B)(4) 2014. It was reported that difficulty loading the wire occurred. The 80% stenosed target lesion was located in the mildly tortuous and severely calcified left anterior descending artery. A 15mm x 5.00mm nc quantum apex balloon catheter was selected to dilate the lesion. Dilatation was performed twice at 12 atm with this device. The lesion was dilated without issue. The device was then removed and an unspecified stent was deployed. Additional dilatation was performed using this device. The physician attempted to insert this device along the guide wire but it was unable to insert into the wire lumen. The procedure was completed with this device. No patient complications were reported and the patient¿s status was good. However, device analysis revealed shaft perforation.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: the nc quantum apex catheter was received with an nc quantum apex shelf box and inner packaging pouch. The batch number on the packaging and device matched the reported batch. There was contrast in the inflation lumen. The inner shaft was buckled 14mm proximal of the proximal balloon bond. There was a hole in the inner shaft 14mm proximal of the proximal balloon bond. The diameter of the hole was slightly larger than the outer diameter (od) of the wire and may be consistent with perforation of the shaft wall with the end of a guidewire during clinical use or preparation for clinical use. The inner diameter (ID) of the wire lumen was measured at both ends with a calibrated pin gauge set which is within specification. There is no evidence that the damage is attributable to any product quality deficiencies. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).